Manufacturer narrative:
(B)(6). Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel on probe with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that gel absorbed onto the machine probe and electrode after using a bd vacutainer® sst¿ tube. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Date received by manufacturer has been corrected.